Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 244 mg/dl and a 2 unit bolus was delivered via injection to address the bg. The customer thought that the high bg was due to an occlusion; however, there was no occlusion alarm. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site as it had been changed that morning. Tandem technical support recommended that the site be changed. The customer acknowledged the advice.